Manufacturer narrative:
Device evaluated by MFR: the dislodged stent was returned to the complaint investigation site without the stent delivery system. A visual and microscopic examination of the dislodged stent found that the stent was damaged and stretched along its entire length. The stent measured 52mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, difficulty withdrawing, stent damage and stent dislodgement occurred. Access was obtained via the radial artery. The 85% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified proximal to distal right coronary artery (rca). The lesion was pre-dilated with an unspecified balloon catheter. A 3.50x24mm promus element stent delivery system (sds) was advanced and deployed in the distal rca. A 3.50x28mm promus element sds was then advanced with the intention of deploying it overlapping the proximal end of 3.50x24mm promus element stent, however there was resistance in advancing the sds. The lesion was pre-dilated multiple times with an unspecified balloon catheter, however, it was still unable to cross the lesion. It was noticed that one of the stent struts of the 3.50x28mm promus element stent had flared and it was decided to withdraw the sds. The 3.50x28mm sds was brought back to the radial artery and withdrawal resistance was encountered so the sds was "parked" in the radial artery until the end of the procedure. A snare was used to the remove the sds from the patient, however, while it was being removed, the 3.50x28mm promus element stent dislodged from the delivery system. The stent was successfully removed from the patient and the procedure was completed with a non-bsc device via a femoral access site. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure difficulty withdrawing, stent damage and stent dislodgement occurred. Access was obtained via the radial artery. The 85% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified proximal to distal right coronary artery (rca). The lesion was pre-dilated with an unspecified balloon catheter. A 3.50x24mm promus element stent delivery system (sds) was advanced and deployed in the distal rca. A 3.50x28mm promus element sds was then advanced with the intention of deploying it overlapping the proximal end of 3.50x24mm promus element stent, however there was resistance in advancing the sds. The lesion was pre-dilated multiple times with an unspecified balloon catheter, however it was still unable to cross the lesion. It was noticed that one of the stent struts of the 3.50x28mm promus element stent had flared and it was decided to withdraw the sds. The 3.50x28mm sds was brought back to the radial artery and withdrawal resistance was encountered so the sds was "parked" in the radial artery until the end of the procedure. A snare was used to the remove the sds from the patient, however while it was being removed the 3.50x28mm promus element stent dislodged from the delivery system. The stent was successfully removed from the patient and the procedure was completed with a non-bsc device via a femoral access site. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.